Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study reported corneal toxic keratopathy post lasik surgery.

Manufacturer narrative:
No serial number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).